Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ controller error (yellow alarm) has been completed. The data analysis confirmed the console shut down unexpectedly. During the device analysis the investigator was unable to reproduce the reported failure mode upon running the optical test pump. The root cause for the unexpected controller shutdown was not determined due to the inability to reproduce. H6 code 925 was reported incorrectly on manufacturer device report 1220648-2025-25713. New code was added to component code.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had an unexpected controller failure alarm while on patient support. Aic was exchanged and there was no patient harm reported.